Event description:
It was reported that during the implant of the right ventricular lead, the measurement of the r wave and the pacing threshold was tried prior to advancing the helix. The measurement could not be taken due to noise on the lead. The lead was not used, and a different lead was used during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found.